Manufacturer narrative:
Additional model # 56-2001, lot #'s 026,b42, b165.

Event description:
A 3-level fusion, l4-s1 was performed with blackstone medical, inc. Sfs mono-axial and icon modular screws. The pt was revised twice. 8 weeks post-op, two sfs set screws were removed due to loosening with no clear dysfunction. After 6 weeks, all implants were removed due to construct loosening.